Manufacturer narrative:
Patient ID/initials are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial report name is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, high tibial osteotomy (hto) was applied to gonarthrosis. Non-synthes artificial bone material was applied to the sectioned bone area, and the area was fixed by a tomofix plate and ti locking screws. About a month after the surgery, it was found that the patient had developed an infection. On (B)(6) 2018, the patient underwent re-operation for re-opening and cleaning of the previously treated area, and he has been under medical follow-up. The surgeon is planning removal surgery for the implants in question and the artificial bone to determine what the infectious bacteria is. The surgeon noted that the devices are unlikely the cause of the patient infection and suspects the (B)(6) male patient¿s chronic diseases, namely diabetes and cirrhosis hepatis, are likely the causes of the infection. This is report 2 of 9 for (B)(4).

Event description:
Device report from synthes europe reports an event in japan as follows: it was reported that on (B)(6) 2018, high tibial osteotomy (hto) was applied to gonarthrosis. Non-synthes artificial bone material was applied to the sectioned bone area, and the area was fixed by a tomofix plate and ti locking screws. About a month after the surgery, it was found that the patient had developed a mrsa infection. On (B)(6) 2018, the patient underwent re-operation for re-opening and cleaning of the previously treated area, and he has been under medical follow-up. More specifically, wound washing and removal of plate the surgeon is planning removal surgery for the implants in question and the artificial bone to determine what the infectious bacteria is. The surgeon noted that the devices are unlikely the cause of the patient infection and suspects the 67-year-old male patient¿s chronic diseases, namely diabetes and cirrhosis hepatis, are likely the causes of the infection. This is report 2 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: please note, this DHR review is for sterilization procedure only: part no.: 413.320s. Lot no.: 1935004. Manufacturing location: selzach. Supplier: il-medtec ag. Release to warehouse date: 10.jul.2008. Expiry date: 01.jul.2018. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 413.320 / 2382573 was manufactured in bettlach. Release to warehouse date: 25.jun.2008 no nonconformances (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation outcome: there is no allegation of device defect, deficiency or surgical technique error associated with this complaint. As there is no device malfunction alleged and no associated surgical technique error, a design clinical risk management (dcrm) review will not be completed as it is outside of the scope of the dcrm. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.